Event description:
A report was received that during the trial procedure, the patient had csf leakage and was experiencing headache. The trial lead was removed and a blood patch was done.

Manufacturer narrative:
The explanted trial lead was not returned to bsn as it was discarded by the medical facility.